Event description:
The surgeon struggled with the driver; as it was too long to fit underneath the microscope making it difficult to get the proper angle while implanting pedicle screws. While attempting to get the correct angle in order to implant the l5-s1 screw on the patient's left side, the surgeon slipped and hit the dura, cutting it open. The dura had to be sutured shut, which added 30 minutes to the case (case took a total of 3 hours). The surgeon then used "loops" to complete the case.